Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed called that was able to get the device fixed and plans to return it to the floor. The sn gave was not the one they had called about. They put the probe in outlet control temperature (t2) and tried to start therapy in an arctic sun device and would instruct them to use outlet monitor temperature (t1) for therapy.